Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/04/2015. The fse found that the probe was not moving all the way down and was causing the leak. The fse lubricated the rails on the probe wipe, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The customer stated that the probe wipe was not moving all the way down when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.